Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, an air leak occurred. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The sheath was inserted into the heart and septal puncture was performed with another sheath. The sheath was inserted into the left atrium which was pre-mapped with the non-abbott mapping catheter (biosense webster octaray catheter). While exchanging the mapping catheter for the non-abbott ablation catheter (biosense webster qdot catheter), negative pressure was applied for flushing and air was aspirated. Aspirating air was performed several times with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. Air movement into the body was not identified. No additional venipuncture or septum puncture was performed due to sheath replacement.